Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified common femoral artery (cfa). A 6.0mmx40mmx135cm sterling¿ balloon catheter was advanced to dilate the lesion. However, upon first inflation at 14 atmospheres after being inflated for 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.